Event description:
It was reported that a user was unable to attach a connector adapter to the pump during a supply change, though the connector was being engaged on the pump as intended; switching to a new connector from another lot resolved the issue and the pump operated properly. Investigation of this case revealed that the initial connector did not engage as expected while the replacement connector functioned, indicating a device component issue isolated to the connector. Symptoms included no adverse clinical effects. Outcomes included no impact to therapy beyond the transient inability to attach the connector without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was a component-level malfunction of the connector that was resolved by replacement.